Event description:
Patient reported to left ventricular assist device (lvad) team that he has been experiencing difficulty with his speech since 5 days prior. Patient was found to have had a left temporal lobe subacute infarct. Patient has an lvad that has been recalled by FDA, due to increased incidence of stroke.